Event description:
It was reported that, "there was a vertical migration of the socket; socket failed and revision is expected. Only revision of the socket will be performed because stem is well fixed as revealed on the x-ray." Note: further details can be provided upon receipt of films and case report forms from site-these are not yet available as of 4/22/08."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.